Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that the monitor does not turn on due to the defective printed circuit board (supply board). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed as a result of a defective printed circuit board (supply board). In addition, further inspection found that the protective screen was scratched. The device could not be repaired. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the monitor did not turn on, had a black screen. There were no reports of patient harm.